Event description:
Spacelabs central station on west 1 had a loss of patient ID names. Names re-entered and problem happened again. On-call service contacted spacelabs and was advised to reset/restart the system to resolve. Patient names re-entered and normal function restored. The problem has not recurred since event. Spacelabs service consulted to see if this problem has been reported to spacelabs at other hospitals. Response per manufacturer to hospital: restart of central station computer is the way to resolve intermittent problems of this type. Spacelabs service rep will report event to superiors. In his experience, spacelabs rep has not seen this event happen.